Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2009 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6), 2009 and was revised on (B)(6), 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update as per medical review dated 26 march 2022. [...] Findings were as follows: "there is moderate corrosion beneath the trunnion. The trunnion itself was visually undamaged. There is a moderate effusion with mild to moderate synovitis of the joint lining [...].

Manufacturer narrative:
Reported event: an event regarding corrosion, altr and abnormal ion level involving an involving an accolade stem was reported. The event of corrosion and altr was confirmed through clinician review of the provided medical records. The event or abnormal ion level was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement about 10 years after implantation due to elevated ion levels and corrosion. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of corrosion and elevated ion levels are multifactorial including surgical technique factors, patient factors and implant factors. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot.  Conclusions: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement about 10 years after implantation due to elevated ion levels and corrosion. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of corrosion and elevated ion levels are multifactorial including surgical technique factors, patient factors and implant factors. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6), 2009 and was revised on (B)(6), 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update as per medical review dated 26 march 2022. [...] Findings were as follows: "there is moderate corrosion beneath the trunnion. The trunnion itself was visually undamaged. There is a moderate effusion with mild to moderate synovitis of the joint lining [...].

Manufacturer narrative:
Reported event: an event regarding corrosion, altr and abnormal ion level involving an involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement about 10 years after implantation due to elevated ion levels and corrosion. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of corrosion and elevated ion levels are multifactorial including surgical technique factors, patient factors and implant factors. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement about 10 years after implantation due to elevated ion levels and corrosion. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of corrosion and elevated ion levels are multifactorial including surgical technique factors, patient factors and implant factors. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2009 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.